Manufacturer narrative:
Evaluation results: visual findings observed scratches and site stickers on the exterior housing. Both dust covers underneath the battery slots have been damaged. Evaluation of the unit found that the unit did not send a signal to activate the indicator light at the nurse call test fixture due to a bent pin 3 inside the nurse call receptacle. If the device should fail to send a signal to the nurse call station, it may not alert the caregiver of a patient exit. Being that the unit is already more than eight years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the faulty nurse call receptacle, and the likely cause is normal wear-and-tear, severe shock, and other effects of repeated use and age. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file #(B)(4).

Event description:
(B)(6) is reporting six alarms that are having issues (3 with nurse call cables, 3 will not power on). Troubleshooting guide saved, no gtin number provided. The date the issue was discovered is unknown and no incident or serious injury was reported.